Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06318. It was reported during the ipg replacement procedure, reported in medwatch 1627487-2013-03528, the leads were tested pre-operative and it was found the leads had invalid contacts. The physician replaced the leads with new ones. The pt is now receiving effective stimulation.